Manufacturer narrative:
Method: injector lot # search; cartridge lot # search; foam tip plunger lot# search. Results: an injector lot # search was performed and two similar complaints were found. A cartridge lot # search was performed and no similar complaint was found. A foam tip plunger lot # search was performed and one similar complaint was found.

Event description:
The rptr stated a competitor's lens was torn while trying to insert into the pt's eye using a msi-tf injector. The rptr stated there was loss of vitreous and a vitrectomy was performed. The rptr stated the likely cause of the iol damage was due to the injector.